Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Yongfeng han, jian liu1, zhongbin tian, ming lv, xinjian yang, zhongxue wu and bu-lang gao. Factors affecting recurrence and management of recurrent cerebral aneurysms after initial coiling. Interventional neuroradiology 26 (2020). Doi: 10.1177/1591019919901037. The purpose of the study was to investigate factors affecting recurrence and effects and safety of endovascular retreatment for aneurysms recurrent after embolization. In retreatment of a left internal carotid artery posterior communicating artery segment aneurysm with a ped, the ped did not open at the neck of the aneurysm because of prior stent placement and were dilated two times by a balloon. Finally, the stent was opened and deployed.